Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead replacement procedure, it was noted the patient had an abandoned rv riata lead from 2013 reference in MFR#: 2938836-2013-08670. New information notes that the lead was capped and replaced due to a suspected lead fracture during the same procedure of 2013.